Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial lead (unknown model) displayed episodes of pacemaker mediated tachycardia (pmt) and loss of capture a few days post implant. Boston scientific technical services provided recommendations for programming changes of increasing the measured right atrial conduction time. The device remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.